Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had severe hemolysis and possible pump thrombosis. The vad coordinator reported that the pt was "too sick" for a pump exchange. The vad coordinator explained the pt was readmitted with a inr of 12 and liver failure. The pt expired on (B)(6) 2013.

Manufacturer narrative:
The report of severe hemolysis and suspected pump thrombosis could not be confirmed, because vad-53365 was not returned for evaluation. Review of the log file could not conclusively confirm pump thrombosis. An autopsy was not performed and vad-53365 was not available for evaluation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. The power module functioned as intended during analysis. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
Additional information: it was reported that the patient had an elevated inr, was on IV antibiotics, was in right heart failure and renal failure and was hypercoagulable with liver dysfunction. On (B)(6) 2013, blood cultures were negative. Prior to hospitalization, the patient's international normalized ratio (inr) was 2.48. It was reported that the patient experienced anemia with polychromasia, indications of hemolysis and heparin induced thrombocytopenia (hit).